Manufacturer narrative:
H2 correction: h6 health effect - impact code 4614 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mitral regurgitation (mr) was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances as mitral valve replacement surgery was performed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was obtained: on (B)(6) 2024, a mitral valve replacement was performed. The clips were discarded. A tricuspid valve procedure was also performed.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) with a posterior leaflet 2 (p2) flail and prolapse. Two mitraclips were implanted, reducing the mr to grade 2+. On (B)(6) 2024, recurrent regurgitation was noted. No treatment has been provided at this time. Surgery is possible in the future. No additional information was provided regarding this issue.